Manufacturer narrative:
The manufacturer previously reported an issue with the device's system board. The system board was returned to the quality assurance lab for further investigation. During the investigation, the root cause of the system board failure was found to be an internal fault of the u1 3.3 vdc buss which was shorted.

Event description:
A ventilator was returned to a third party service center for eval. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third party's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue.